Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-33 lot# v042644, implanted: 2007 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient had their lead changed from one side to the other the day prior to report and it wasn¿t synching right but thought it was fixed. It was noted the patient knew sometimes the ¿pants could create an issue but it did work other times.¿ the patient pulled her pants down and it worked with the programmer. It was explained the patient had a lead revision the day prior to report because in (B)(6) 2013 the lead was on the right side and it didn¿t work properly, as well as when it was on the left side during the trial period, so the lead was put on the left side. The patient was able to sync. The patient stated they think they figured it out and got the programmer to do what they needed it to do.